Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns programming wand was unable to communicate with pts' generators. Troubleshooting was unsuccessful in resolving the issue, but another wand was substituted and communication was possible. The wand has been rec'd and is awaiting analysis.